Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging congestion is in sinuses and chest, need inhalers, nasal spray and other medications for difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging congestion is in sinuses and chest, need inhalers, nasal spray and other medications for difficulty breathing.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box .unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device.mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is unknown debris behind the ui knob. There appears to be a rust-colored discoloration on bottom enclosure and corrosion around power jack suggesting water ingress.there is unknown debris in the tracks of the ui panel. There is rust-colored residue consistent with water ingress found around the p4 connector. Pil notes that there are mineral deposits present on the motor casing and within blower housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamination in the airpath.